Event description:
It was reported that "pt complained of pain. Dr. X-rayed and feels cup is loose. Will do revision. Revision not done at this time, but will be shortly. Dr. Asked if this cup is on the stryker hemi cup recall list. Called office and implant."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Device is still implanted in patient and therefore, it is not available for evaluation. Should device become available, the evaluation summary will be submitted in a supplemental report.